Event description:
It was reported that during a hals sigmoid resection procedure, after insufflation, when the hand was reinserted, the seal fell apart. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Iris seal. The following information was provided by the sales representative: no pieces of the device fell into the patient. No measures were necessary to retrieve any pieces of the device out of the patient. All pieces were accounted for after the issue. The patient was stable after the surgery and discharged with no concerns. The analysis results of the device found that it was received with the iris seal torn. The tear initiated one inch below the upper inner seal and spiraled 360 degrees to the lower ring. No conclusion could be reached as to what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.